Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(fluid damage).

Manufacturer narrative:
This device is not distributed in us so that 510k# is blank. The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the distal end with ccd module fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the distal end with ccd module. In addition, our technician confirmed that the control body fluid damage, the biopsy inlet t-piece fluid damage, the remote control wire fluid damage, the ground lug plate fluid damage, the ground wire fluid damage, the lg connector fluid damage, the shield cover fluid damage, the glass rod fluid damage, the insertion flexible tube perforated, the light guide cable buckled, the insertion flexible tube crushed, the operation channel (primary) leak, the bending rubber dirty, the u/d knob dirty, the angle lever trim cap dirty, the u/d lock lever dirty, the suction arm dirty, the angle wire hard to move, the root brace rubber (insertion flexible tube) discolored, the root brace rubber (lg control body) discolored, and the remote control buttons discolored; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.